Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Report: 1221359-2021-02204, 1221359-2021-02205.

Event description:
The customer reported three (3) false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021 respectively. This MFR. Report addresses third false positive and is three (3) of three (3). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to retract the previously reported event of a false positive result. Further review of the case determined that there were only two (2) false positives, not three (3). Reference MFR. Report: 1221359-2021-02204, 1221359-2021-02205.